Event description:
Pt had an angiodynamics smartport placed on (B)(6) 2010 to facilitate remicade infusion therapy. Over the ensuing 2 days, she complained of intractable pain at the port insertion site. On (B)(6) 2010, she underwent removal of the port in interventional radiology. The pt reported three years of severe pain over the insertion site, and noted a small bump in that area. A small tubular artifact was discovered on subsequent mammography studies, and the pt was made aware of this in (B)(6) 2013. On (B)(6) 2013, the pt underwent surgical exploration and removal of the item. Upon examination, the item was found to be a plastic connector, approx 1.5 cm long and 0.5 cm in diameter, used to connect the port hub to the catheter.